Manufacturer narrative:
Citation: gensas cs, caixeta a, siqueira d, et al. Predictors of permanent pacemaker requirement after transcatheter aortic valve im plantation: insights from a brazilian registry. Int j cardiol. 2014;175(2):248-252. Doi:10.1016/j.ijcard.2014.05.020 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the predictors of permanent pacemaker (ppm) implantation after transcatheter aortic valve implantation (tavi). The study population consisted of 353 patients who underwent tavi with either a medtronic corevalve (n = 303) or a non-medtronic sapien xt valve (n = 50). During the five-year follow-up, approximately 115 deaths occurred. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. Of the 303 corevalve patients, 84 developed an advanced conduction disturbance and required ppm implantation after tavi. Heart failure was also noted in the articleas an adverse outcome observed during follow-up. No further information was provided pertaining to medtronic products.